Event description:
A malfunction alarm was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if the issue reappeared.